Event description:
On (B)(6) 2012, pt reported the infusion device would not turn on and the display was green. She had attempted to give a bolus and the infusion device did not respond as usual. She looked at the display and noticed it was green, as if there was a light on. The battery was inserted correctly. She then changed to her back up infusion device. She inserted a new battery during the troubleshooting call. The alarm history was reviewed, and the infusion device had displayed an e1 cartridge empty a few days prior. There was no alarm or error messages to indicate why the infusion device shut-down. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue. The infusion device, battery, and battery cover were replaced and requested for evaluation.